Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -5.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault, angle closure (with elevated iop), blurred vision, and permanently dilated pupil.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. Correctional data: (B)(4). Code not applicable, no other adverse event reported outside of secondary surgery. (B)(4). Should be in patient code, not device code. (B)(4).